Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the inspection a gap was observed at the connection between the rotating luer lock and the tubing. A leak was detected at the mentioned connection due to the found gap. Few traces of solvent were observed at the tubing and rotating luer lock. The customer complaint is confirmed. The probable root cause is related to a supplier manufacturing assembly error. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25e29017 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "patient was hooked up for entyvio infusion and before the nurse left the room they said, 'hey why am I am getting wet.' Tubing noted to be leaking right above the connection site." Patient harm: no infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.